Manufacturer narrative:
The internal battery was replaced and device reset to address the issues. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the internal battery degraded warning alarm was due to an isolated component failure within the device battery assembly while sf74 was due to the software. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device displayed an internal battery degraded alarm and an error message (sf74) related to the software. There was no patient harm or serious injury reported as a result of this incident.